Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had image issues. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and confirmed an abnormal color tone in the image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the circuit board in the endoscope connector was broken which likely led to the subject event. Olympus will continue to monitor field performance for this device.